Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint indicating that not all data was going from the tempus pro to 'image trend (external company) charting system', there was no reported malfunction against the tempus pro device. There was patient involvement, however no health consequences or impact.